Event description:
The customer reported that the surgeon was supervising a resident who had never used the lf1737 before. The resident "cut" believing he had "sealed". The patient lost 1.5 liters of blood but has recovered. The surgeon converted the procedure to open to seal the vessel. There is no further information available in regards to this case.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.